Event description:
The customer reported that the generator would not completely boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
The customer cancelled the service call.